Event description:
The customer reported that the units power was set at 30 cut and increased to 200 cut without the unit being adjusted. This caused a spark and arc to a retractor. The doctor was not buzzing a hemostat. There was no patient or personnel injury.

Manufacturer narrative:
(B)(4). Date of initial report: 06/06/2014. The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.